Event description:
Customer reported an over infusion of heparin. Initially it was reported that the nurse stated she had hooked up the heparin and loaded the set into the pump, but had not started it yet as she was awaiting lab results; she left the room and when she returned the heparin had all infused and the bag was empty. She had withdrawn some fluid from the heparin bag via syringe to give a bolus dose that was ordered. Additional, information received later indicates that order was for heparin 25,000 units/250 ml, bolus of 60 units/kg then 12 units/kg/h. Pt weight (B)(6). At 21:14, the nurse charts heparin not started. At 22:10, it is charted that the rn went to give heparin bolus and found all but 25 ml had been infused. Both heparin and nitroglycerin were ordered. The reporter is not sure but thinks the nitro and the heparin were both set up as primary infusions. Nitro was 50 mg/250 ml. The nurse charts she started the nitro at 21:07 on (B)(6) 2012 to the proximal cvc lumen. Infusing at 5 mcg/min. Charting indicates 22:29 nitro drip continued." Profile was ICU/ed/pacu/tele. Protamine was given due to the suspected over infusion. It was later reported that the pt suffered a stroke after the event but did survive. Customer declined to provide any further pt or event information. The pump module and pcu are sequestered and the tubing was discarded. Their internal investigation so far indicates another bag of nitro was hung at some point and she wonders if there was a programming error related to this. Customer declined to provide any further pt or event information.

Manufacturer narrative:
(B)(4). The customer's report of an over infusion of heparin could not be confirmed from a review of the logs alone; however, no device malfunction has been alleged by the customer. No device or administration set was returned for investigation. The customer wanted to know what was programmed and if the programming matched what was charted. On (B)(6) 2012 at 9:06 pm, the pump module was selected and programming parameters were entered using guardrails drugs for heparin at a drug amount of 25,000 units and a diluent volume of 250 ml, however, the user did not complete the required programming steps and start the infusion. A few minutes later the user attempted to program another infusion of heparin without completing programming, removing the pump module a few hours later without starting any infusions. The root cause of the customer's reported complaint of an over infusion of heparin was not determined.